Event description:
Reference number (B)(4). Event occurred in the united states. On 18-aug-2024, it was reported that the patient faced three infusion set kinked cannula within 3 hours of insertion. Site of insertion was upper buttocks. Patient's blood glucose at the time of issue was reported as high. Patient took correction injection via mdi to address patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).